Manufacturer narrative:
Reliability analysis inspected 4 opened/used enlite sensors and found 1 out of the 4 sensors had the needle bent inside the sensor base. The bicarbonate buffer test was performed to the remaining three sensors and all 3 sensors failed per specifications. Two out of the three sensors failed due to low readings and the third sensor failed due to no isis signal detected. All 3 sensors were bent and 2 of them were damaged as if they had been smashed. It was not possible to confirm the customer received the sensors damaged due to customer returning sensors that were already used.

Event description:
Customer reported via phone call sensor error alert, bent sensor cannula and sensor anomaly. Customer's blood glucose level was 250 mg/dl. Troubleshooting for the sensor error alert was performed. Customer advised their using value was 0.04 and the alert occurred after initialization. Customer performed and passed the test plug procedure. Troubleshooting for the bent sensor cannula was performed. Customer advised when they removed the sensor they realized the cannula was bent. Customer advised the sensor looks like it has been smashed down as if the tip was not inside the needle. Customer was advised that replacement sensors would be sent out and agreed to return the sensors for analysis.